Manufacturer narrative:
Date of report received: 02 jul 2019. MFR received date: 25 jun 2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that touch was not detected in the lower right portion of the touchscreen. The unit passed touchscreen calibration; however, the screen was still unresponsive. The fse went onsite and attempted to calibrate the unit and it failed. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 30 aug 2019. Date of report received: 30 aug 2019. The touchscreen assembly was returned to the manufacturer for failure analysis. The touchscreen revealed no signs of damage or contamination. During testing, it was determined that the resistance (ul_lr and ur_ll) and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: event date not specified. Date of report: 01may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported by the customer that the touchscreen was partially unresponsive. There was no patient involvement.